Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. The investigation was unable to determine a definitive cause for the patient effects; however, the treatments appear to be related to the operational context of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Khung keong yeo, mbbs; jonathan yap, mbbs; jack wei chieh tan, mbbs; soo teik lim, mbbs; tian hai ko. (Journal of invasive cardiology feb 2016; vol. 28, no. 2:40-43): venous access closure using the double-proglide preclose technique after mitraclip implantation: long-term clinical and duplex ultrasound outcomes.

Event description:
It was reported through a research article that the perclose proglide device may be related to the following patient effects: small hematoma requiring manual compression and oozing requiring superficial sutures. Details are listed in the attached article, titled "venous access closure using the double-proglide preclose technique after mitrclip implantation: long-term clinical and duplex ultrasound outcomes".